Event description:
On 4/2/2025, it was reported by a sales representative via email that an ar-9560-24-2 arthrex univers revers baseplate and an ar-9561-30s arthrex univers revers central screw failed to properly mate after being pressed together while on the back table. When attempting implantation, the baseplate repeatedly disengaged from the screw and separated. This resulted in the inability to use the items as intended. This was discovered during a reverse total shoulder procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling of the device.

Event description:
Additional information was received on 05/05/2025: the case was completed using a new ar-9560-24 arthrex univers revers baseplate and an ar-9561-30p univers revers central post instead of a screw. The case was delayed 5 minutes with no added anesthesia administered to the patient.